Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Reference MFR. Report #: 1627487-2013-05053. It was reported the patient experienced a bowel obstruction as a result, the patient underwent surgery and the obstruction was cleared. The date of surgery is unknown. The patient is doing fine at this time. Follow-up revealed the patient will meet with an sjm representative for reprogramming to receive better coverage.